Event description:
A venatech lp filter was implanted in (B)(6) 2008 in an obese female patient without incident and appeared well positioned. On (B)(6)2008, the pt returned for a routine follow up CT scan. The filter was noted to be damaged and located in the intra-hepatic portion of the ivc. The patient was positive for pulmonary embolism. The patient had not undergone any interventions in the 2-week period between implant and the date of the event. The patient is currently stable. The lot number of the device has not been provided.